Event description:
The facility's biomedical engineering department reported an infusion pump with a flow problem during patient use. The risk manager reported that a 250ml bag of dopamine was hung by the nurse, a volume to be infused of 250ml was programmed, and the infusion was started. The rate and the concentration of dopamine was not known by the risk manager. The dose of dopamine was reported to be 69mcg/kg/min. The risk manager reported that about one or two minutes after the infusion had been started, the patient's monitor "went off with the blood pressure". The blood pressure values were not provided. At that time, the pump displayed a volume remaining of 242ml and reportedly, 8ml of dopamine had infused within 1-2 minutes (sooner than expected). According to the risk manager, no patient injury was reported. The risk manager stated that the reported event occurred in 2003. Despite baxter's efforts to obtain additional information from the reporting facility, details were not available regarding patient's demographics, diagnosis or status, medical intervention, programming or set up of the infusion device.